Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a moderately tortuous, heavily calcified, restenosed, below the birfurcation lesion in the circumflex (cx) artery. The xience alpine 3.5 x 28 mm got stuck inside of a non-abbott 7fr guiding catheter due to the tortuosity and both devices were removed as a unit with no issue. Another xience was deployed and then the xience alpine 3.0 x 28 mm could not cross the deployed stent. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction: catalog number changed from 1120350-28 to 1120350-38. The device was not returned for analysis. The investigation determined the difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.